Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an advanix biliary stent (upn unknown) that had been placed approximately three to four weeks prior to (B)(6) 2011 was to be removed during a scheduled endoscopic retrograde cholangiopancreatography (ercp) and stent removal procedure (date of this procedure unknown). According to the complainant, during the procedure, when attempting to remove the stent from the common bile duct using a snare, the stent snapped in half. The physician removed both pieces of the stent using a snare and forceps. The procedure was completed upon removal of the stent fragments; no other stent needed to be placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The event date is unknown. The complainant was unable to provide the device model, catalog number and lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of stent broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.